Manufacturer narrative:
Medwatch sent to FDA on 9/23/2016. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported that about 4 months after injection in the cheeks with two syringes of juvéderm voluma® xc, the patient experienced swelling on the cheeks. Healthcare professional reviewed the patient and stated that it ¿feels like a firm granulomatous reaction on both sides.¿ healthcare professional put the patient on a topical astringent to draw the edema out, as well as topical voltaren, and witch hazel compresses. Healthcare professional stated that the swelling has resolved 70%-80% but there is still firmness ¿like you are feeling firm plaque¿ on both sides. Healthcare professional described it as ¿chronic granulomatous.¿ patient has allergies to penicillin and erythromycin. Patient was concomitantly taking wellbutrin, aspirin, and excedrin. Healthcare professional provided clarification of the event, reporting that the ¿patient is still experiencing the reported event.¿ healthcare professional stated that the patient has been treated with small doses of ¿hyaluronidase¿ with some effect. Additionally, healthcare professional provided clarification of the event, reporting that after injection with juvéderm voluma® xc the patient experienced edema at the ¿bilateral lower lids and malar cheeks,¿ induration at the ¿malar cheeks bilateral,¿ and inflammatory nodule at the ¿left mid malar cheek.¿ healthcare professional stated that the patient received treatment of hyaluronidase about 4 months after initial injection that was partially effective. Exactly one month later, the healthcare professional treated the patient with hyaluronidase that was partially effective. Twelve days later, the healthcare professional treated the patient again with hyaluronidase that was partially effective and ¿now leaving uneven indentations in cheeks.¿ healthcare professional stated that the patient is very unhappy and problem is not resolved. Healthcare professional provided clarification of the event, reporting that the permanent deformities of cheeks will remain and require possible lower eyelid surgery. Symptoms are ongoing.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling, "firm granulomatous reaction," "firmness like you are feeling firm plaque,¿ ¿chronic granulomatous," induration, inflammatory nodule, uneven indentations, and "permanent deformities" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: "warnings: treatment site reactions consist mainly of short-term inflammatory symptoms and generally resolve within 2 to 4 weeks. Precautions: patients may experience late onset nodules with use of dermal fillers, including juvéderm voluma® xc. Adverse events: treatment site responses by maximum severity occurring in > 5% of subjects after initial treatment (n = 265) possible treatment site responses post injection with juvéderm voluma® xc include tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. Treatment site responses reported by [less than or equal to] 5% of subjects included ache, acne, bulge, bumps, cheek larger upon waking up, dry patch, fine wrinkles, injection/needle marks, numbness, pigmentation from treatment, puffiness, rash, scratch near injection point, soreness, tightness, and yellowness. Device- and injection related adverse events occurring in [less than or equal to] 1% of subjects included injection site hypertrophy (0.7%), nodule (0.7%), inflammation (0.4%), injection site anesthesia (0.4%), injection site dryness (0.4%), injection site erosion (0.4%), mass (0.4%), contusion (0.4%) and syncope (0.4%). Post-market surveillance: juvéderm voluma® without lidocaine has been marketed outside the us since 2005, and juvéderm voluma® with lidocaine has been marketed outside the us since 2009. As of december 31, 2012, the following aes were received from post-market surveillance for juvéderm voluma® with and without lidocaine with a frequency [greater than or equal to] 5 and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through post-market surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, granuloma, allergic reaction, abscess, necrosis, numbness, and vision abnormalities. Reported treatments include: antibiotics, steroids, hyaluronidase, anti-inflammatories, anti-histamines, aspiration, radio frequency therapy, laser treatment, ice, massage, warm compress, analgesics, anti-viral, ultrasound, excision, drainage, and surgery."

Event description:
Healthcare professional reported that about 4 months after injection in the cheeks with two syringes of juvederm voluma xc, the patient experienced swelling on the cheeks. Healthcare professional reviewed the patient and stated that it "feels like a firm granulomatous reaction on both sides." Healthcare professional put the patient on a topical astringent to draw the edema out, as well as topical voltaren, and witch hazel compresses. Healthcare professional stated that the swelling has resolved 70%-80% but there is still firmness "like you are feeling firm plaque" on both sides. Healthcare professional described it as "chronic granulomatous." Patient has allergies to penicillin and erythromycin. Patient was concomitantly taking wellbutrin, aspirin, and excedrin. Healthcare professional provided clarification of the event, reporting that the "patient is still experiencing the reported event." Healthcare professional stated that the patient has been treated with small doses of "hyaluronidase" with some effect. Additionally, healthcare professional provided clarification of the event, reporting that after injection with juvederm voluma xc the patient experienced edema at the "bilateral lower lids and malar cheeks," induration at the "malar cheeks bilateral," and inflammatory nodule at the "left mid malar cheek." Healthcare professional stated that the patient received treatment of hyaluronidase about 4 months after initial injection that was partially effective. Exactly one month later, the healthcare professional treated the patient with hyaluronidase that was partially effective. Twelve days later, the healthcare professional treated the patient again with hyaluronidase that was partially effective and "now leaving uneven indentations in cheeks." Healthcare professional stated that the patient is very unhappy and problem is not resolved. Healthcare professional provided clarification of the event, reporting that the permanent deformities of cheeks will remain and require possible lower eyelid surgery. Symptoms are ongoing.